Event description:
Patient was using controller with a bed pad. When pt tried to get up, pt fell. The report alleged that the alarm did not sound. Report also indicated that the pt broke their hip. Complainant believed that the pad was in use beyond the labeled 30-day use period.